Event description:
A malfunction was reported involving a malfunction code. The customer's blood glucose level was affected, reaching levels around 400 mg/dl, but specifics were not provided. The customer injected a correction via multiple daily injections and did not require third-party assistance. Technical support provided instructions for resetting the pump, which resolved the issue, and advised the customer to continue using the pump while monitoring for future malfunctions. The customer understood the guidance given.